Event description:
It was observed that during the device evaluation, the subject device exhibited dents on distal edge, distal fiber breakage, failed light transmission, cracks on side of video connector, and image out of field view. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the image out of field view: bent outer tube. The most probable cause of all of the issues was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.